Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The problem reported is an error pattern for which a solution is already available. A tolerance issue in the power supply of the generator control above a specific value may cause generator a100 failure. As a result, the x-ray tube will not be supplied with the required voltage and x-ray will not be possible. The d601 board was redesigned and a new cable routing was chosen. A field safety corrective action was reported to the FDA under 21cfr part 806 via ax038/18/s report #2240869-06/12/19-0039-c.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an emergency procedure no x-ray was available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.